Event description:
This is a spontaneous report by a physician from (B)(6) of peritonitis in a male patient who was born in (B)(6). On (B)(6) 2007, the patient started peritoneal dialysis treatment. On (B)(6) 2010, the patient was diagnosed with peritonitis, manifested by abdominal pain, cloudy solution, and fever. The patient was hospitalized for the peritonitis on the same day. On an unreported date, a peritoneal effluent analysis and culture were performed. The analysis and culture results were not reported. On an unknown date, the patient was started on remedial treatment with cefazolin (1 gram 2 times daily) and gentamycin (40 mg, 2 times daily). At the time of reporting, dianeal, cefazolin, and gentamycin therapies were ongoing. The event of peritonitis was ongoing and unchanged. No concomitant medications were reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the emdr as the product code and lot number are unknown.